Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the cutter was malfunctioning and would not cut. There was no patient impact reported.